Event description:
In a laparoscopic gastric bypass procedure, after an ir60b reload had been fired via an i60 stapler malformed staples were observed. The staple line was then oversewn with sutures.

Manufacturer narrative:
Patient's age and weight are not known. "999" and "000" are placeholders. The ir60b reload and the concomitant i60 stapler were both returned for evaluation. The stapler was undamaged and functioned to specifications. The reload was found to have some damage to the retention posts. This is indicative of the reload having been improperly loaded into the stapler. The pushers were also damaged as a result of this. The complaint will be monitored.